Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to the combination of patient anatomy and poor image resolution. The poor image resolution was due to image quality. In addition, the clip caught on chordae appears to be due to the poor image resolution. The difficulty removing the device appears to be due to the clip jumpiness and the clip jumpiness appears to be due to tension applied on the device. The reported hospitalization, surgical procedure and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The pre procedure mean pressure gradient was 5-6mmhg. Imaging was challenging. The steerable guide catheter (sgc) was inserted and the clip delivery system was advanced. Due to the aorta hugger, and difficult imaging quality, it was difficult to grasp the leaflets. The clip got caught on chordae, troubleshooting was performed (gently pulled on the sgc) and the clip was freed without causing injury. The leaflets were eventually grasped but sufficient leaflet insertion could not be verified, and the mean pressure gradient increased to 10mmhg. The decision was made to not implant the clip and perform a second transseptal puncture. Once removed from the leaflets, the mean pressure gradient returned to baseline. The clip was locked and closed with the grippers fully down and the cds was retracted slowly, only the tips of the clip arms were inserted into the sgc tip; when small tension that was in the cds gave out and the clip jumped back approximately 1cm. When the clip jumped back, it jumped open with one clip arm inside the sgc and the other outside of the sgc at an angle of approximately 90 degrees between the two clip arms. There was no damage to the sgc soft tip. The chest was opened and after deploying the clip, it was able to be removed. Mitral valve replacement surgery was then performed. The patient remained stable. No additional information regarding this issue was provided.